Event description:
Trach tube changed for a suspected plugged tube. At the time placement, it was noted that the obturator was difficult to remove from the trach tube. Pt continued to have moderate respiratory distress. Treated with lasix as well as multiple aerosols. Trach tube changed again 12 hours later. At the time, the tube looked to be somewhat off center. When the oburator was placed into the tube and then removed, a small white plastic ring came out on the obturator. After the tube was replaced, the respiratory distress subsided.